Manufacturer narrative:
Failure analysis noted that the pump had blank display and constant vibration due to moisture damage on the electronic assembly. The pump had moisture damage on the motor assembly. They were unable to perform the operation currents and verify the number 17 due to the blank display and constant vibration. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 101 mg/dl at the time of incident. The customer stated that his pump got dunked in a pool on a cruise ship. He stated he saw the number 17 and the pump was constantly vibrating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.